Manufacturer narrative:
It was reported that patient has patellofemoral pain. Revision surgery is planned to resurface the patella and exchange the poly inserts. It was also reported that the patella was not resurfaced during the primary procedure. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that patient has patellofemoral pain. Revision surgery is planned to resurface the patella and exchange the poly inserts. It was also reported that the patella was not resurfaced during the primary procedure.